Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result 99 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated that within 10 minutes of the 99 mg/dl reading, she also obtained results of 196 mg/dl and 254 mg/dl on the same advantage system. Reporter stated that she obtained one more result of 120 mg/dl within 10 minutes of both the 196 mg/dl and the 254 mg/dl results on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.